Manufacturer narrative:
Date of initial report: 10/05/2008. The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that the plastic at the end of the device melted.